Manufacturer narrative:
Samples were tested as part of a comparison study between two methods. No patient results reported. The samples identified by customer as false positive each had one target amplified. The IFU instruct users a re-test may be performed when one of the two sars-cov-2 targets is amplified. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Results from the neumodx sars-cov test strip on the neumodx 288 molecular system were discrepant with another method. No patient impact.